Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator does not pass the power self-on test (post). The ventilator was not in use on a patient at the time of the event occurred. The service engineer (se) inspected the device and passed all test.